Event description:
Reporter indicated a pt had high lead impedance at an office visit. The pt had no known trauma and did not manipulate at the vns. Pt had surgery to have vns replaced. Further attempts for info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.